Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reproducible elevated bhcg result generated by the unicel dxl 600 access immunoassay system for one patient.subsequent testing on an alternate qualitative method produced a discordant negative result. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a lihep plasma tube. Qc has been within the customer's established ranges. Service was not dispatched for this event. The customer is not questioning instrument performance.